Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the syringe port was fractured. Functional testing was unable to duplicate the reported issue, but found that the device displayed error code 108 when powered up. The investigation determined that a faulty printed wire assembly board was the most probable cause of the reported issue. The printed wire assembly board was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
B3: date of event and d5: operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 108. There was unknown patient involvement and unknown patient harm.